Manufacturer narrative:
(B)(4). Additional information received: what does ¿ometal¿ or ¿omental¿ mean? Ometal/omental is not a word in english. Do you mean omentum??? Yes, it means omentum. Was does ¿bleeding was arteriosus¿ mean? The bleeding occurred from an artery. Did the patient have an abdominal aortic aneurysm or an abdominal aortic aneurysm? No answer given. Was this condition known prior to surgery? Yes. What other instruments were used during the surgery? No answer given. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? No information. Which generator was being used ¿ gen11 or rf60? Rf60. If rf60, did any indicator lights turn on? No. What difficulty was the surgeon experiencing when having trouble firing the device?---nothing. The device functioned properly during the initial procedure. Where was the bleeding from? (State where) no information. How was the bleeding controlled in the 2nd procedure? No information. What was the size of the vessel or artery? No information. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Antihypertensive drug. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No information. Does the patient has a known coagulation disorder? No information. Has the patient taken any steroids? No information. What was the total blood loss? No information. What was the patient¿s pre-op hemoglobin and hematocrit? No information. What was the patient¿s post operative hemoglobin and hematocrit? No information. What is the current patient condition? Stable. What is the current status of patient.? Stable. Was a transfusion given? No information. Was the 3545ml body fluid inside the abdominal cavity at the reoperation actually blood or clear fluids? No information. Was graft done during the procedure or prior to the procedure and noticed during the procedure. No information. What were the platelet counts before operation and after operation? No information.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information and clarification requested: what does ¿ometal¿ or ¿omental¿ mean? Ometal/omental is not a word in english. Do you mean omentum??? Was does ¿bleeding was arteriosus¿ mean? Arteriosus is part of patent ductus arteriosus (pda) is a persistent opening between two major blood vessels leading from the heart. This normal connection, called the ductus arteriosus, is a necessary part of the baby's circulatory system before birth. It usually closes shortly after the baby is born. However, in some individuals it remains open (patent). When this occurs, it's called a patent ductus arteriosus. Is this the correct word? Did the patient have an abdominal aortic aneurysm or an abdominal aortic aneurysm? Was this condition known prior to surgery? What other instruments were used during the surgery? Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Which generator was being used ¿ gen11 or rf60? If gen11, did the gen11 display any yellow alert screens during the procedure? Did the surgeon hear the tone changes? How long has the surgeon and account been using the gen11? If rf60, did any indicator lights turn on? What difficulty was the surgeon experiencing when having trouble firing the device? Where was the bleeding from? (State where). How was the bleeding controlled in the 2nd procedure? What was the size of the vessel or artery? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?

Event description:
It was reported that after a lap right hemicolectomy, cholecystectomy and sigmoidectomy, postoperative bleeding occurred from an ometal which the device had been used on. The fat of omental was thick. During the initial procedure, the device functioned properly and the total blood loss was only 15cc. The jaws did not clamp something hard. No error occurred. The surgeon removed the device from the patient after a completion sound was heard. Also, the surgeon confirmed that the tissue was thermally changed during sealing. About 2 to 2 hours and a half after the initial surgery, the blood pressure of the patient temporarily dropped to 40. (The normal blood pressure of the patient is approximately 110.) The amount of bleeding that was confirmed from a drain after the patient entered an ICU was 400ml. Reoperation was performed by open to stop the bleeding. The bleeding was arteriosus. It was confirmed that there was 3545ml body fluid inside the abdominal cavity at the reoperation. The patient had an aneurysm of aorta that was between the arteria renalis and arteria iliaca communis. Besides, platelet in the blood was poor. The patient had a tendency to bleed when an instrument contacted. The patient was treated with an antihypertensive drug, but platelet transfusion was not required. As of now, the patient is in the hospital and in rehab, and the condition is stable. No device will be returning.